Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown baclofen, ketamine, and unknown morphine. It was reported that, anytime the patient used the pump, they got extremely woozy. The patient would then sleep for 10 hours straight and could not function or do anything after. The patient was currently in a different state. Patient services sent the patient physician listings. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned that, previously in (B)(6), they passed out a few times on a plane and the hcp put the pump on the lowest settings to eliminate the pump as a potential cause of this issue.